Event description:
It was reported the patient presented for surgery due to an rv exit block caused by twiddlers syndrome. The lead was explanted.

Manufacturer narrative:
Analysis was normal. No anomaly was found.